Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that a patient presented in clinic during follow up. Episodes of non-sustained rv oversensing were noted on the stored egms. Review of the egm's revealed myopotential oversensing. No real time oversensing was noted. Partial programming changes were made. Further programming changes will be discussed with the physician. The patient will continue to be monitored.